Event description:
In november 2004 the user facility reported that they had a leak in an umbilical catheter. The leak occurred when the hub separated from the uvc as a result of the use of a pinch clamp. Since the leak was observed immediately the pt lost a minimal amount of blood. The pulse rate did not decrease and the blood pressure did not go down. Based on the information provided at that time utmd did not considers this a reportable event. In december 2004 as a result of seeking more information utmd learned that a blood transfusion intervention was prdformed.